Manufacturer narrative:
Insulin pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, detached end cap and minor scratches on display window noted. Unable to perform displacement test due to detached end cap.

Event description:
It was reported that battery compartment was cracked. Customer's current blood glucose was not given. Insulin pump will be return for analysis.